Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address-first affiliated hospital of (B)(6) medical university. PMA/510(k)- k130520. The actual sample was received for evaluation, and a video was provided by the user facility. Review of the video confirmed that liquid was leaking at the purge port and the purge line had been fractured. Visual inspection with unaided eye of the actual sample revealed that the purge line tube had been fractured at the joint with the oxygenator port. The supportive arm had come off the oxygenator. The fracture surface of the purge line tube was inspected under a magnification and electron microscope. It was found smooth, which inferred that the fracture may have developed rapidly due to having been exposed to a momentaneous shock load. There was not any foreign substances or air embedded in the material, which could be a trigger of the fracture. The purge line tube of the actual sample was cut, and the cross-section was inspected under magnification. There was no unevenness in the wall thickness. The outside and inside diameters of the tube were measured. Compared with the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility: the temperature in (B)(6) province from (B)(6) 2020, when the actual sample was manufactured, to (B)(6) 2021, when this issue was found, was reviewed, and confirmed that the lowest temperature was below freezing. Assuming the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were cooled, and then dropped from 1.5 meter high. As a result, some of the tubes were fractured at the joint with the product. The fracture surface of the fractured tube was evaluated and confirmed to be similar to that of the fractured purge line tube of the actual sample. The test condition was set discretionary. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the leak occurred because the purge line tube of the actual sample had been fractured at the joint with the oxygenator port. Based on the state of the fracture surface of the actual sample and the reproductive test result, it was presumed that the fracture occurred in the purge line tube due to the following mechanism. While the actual sample was being handled in a low temperature condition due to the transportation or storage in the cold season, a momentaneous shock load was applied to the actual sample causing the fracture on the purge line tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the pre-treatment, during priming of the capiox device, leakage happen due to a purge line fracture. The procedure outcome was not reported. The patient was not harmed.